Event description:
According to the reporter, during a pancreaticoduodenectomy procedure, the handpiece had insufficient sealing when used in membrane detachment and sealing. Energy output and sealing completion sound were confirmed and there was no re-grasp alert. The jaw region was in a clean condition and it was cleaned every time it got dirty. A new handpiece was used with the same generator and it worked fine. The patient had oozing blood that did not require blood transfusion.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.